Event description:
Customer reportedly obtained the following results on the advantage system within 10 minutes: lo (result less than 10mg/dl) and 490mg/dl. 120mg/dl, 122mg/dl, and 304mg/dl. 122mg/dl, 304mg/dl, and 130mg/dl. Customer reports changing insulin doses due to high results. No adverse event reported. Requested return of suspect system and replacement was sent.